Event description:
As reported by the edwards clinical specialists, during the transcatheter aortic valve replacement (tavr) procedure, there was difficulty inserting the novaflex sheath introducer and a tear formed in the light blue tip of the sheath. Bav was performed and the valve was successfully deployed. Crossover technique was implemented during removal of the sheath. After removal of the sheath, the access site was closed and the patient left the room in stable condition. There was no patient injury as a result of this device malfunction.

Manufacturer narrative:
Evaluation summary: the introducer and sheath were returned to edwards for evaluation. During visual inspection only the sheath's radiopaque tip was observed to be damaged with a small tear and scratches. During dimensional analysis the introducer outer diameter (od) was measured at the distal section where it overlaps with the sheath's radiopaque tip, and the sheath's radiopaque tip inner diameter (ID) was measured as well. All measurements were within specifications. The device history record (DHR) review of the effected device shows the device met specifications prior to distribution of device. All components passed inspections. None of these work orders revealed any issues that could have contributed to this complaint. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Review of complaint history for novaflex sheaths between (B)(4) 2011 and (B)(4) 2012 showed there are (B)(4) similar complaints for either damaged sheaths or difficulty inserting into the patient. No non-conformities were found in any of these complaints. Patient anatomy and procedural factors appear to have caused or contributed to the events. Review of the design failure mode and effects analysis (dfmea) states that difficulty or inability to advance in vessel is a severity 3 due to the possibility of a puncture/tear of femoral vessel. Hematoma, blood loss, surgical repair or other intervention required. It should be noted that this complaint had no other complications as a result of sheath insertion difficulties into the patient. Due to no patient harm, this complaint is being considered a physician inconvenience, which is a severity 1. The complaint was confirmed, however no manufacturing non-conformities were found in the returned sample. The available information suggests that patient anatomical factors or other procedural factors could have contributed to the event. Since no labeling or IFU inadequacies have been identified, no corrective or preventive action is required at this time. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. This may be due to excessive calcification, tortuosity, and/or small vessel diameter. When difficulty is encountered inserting/advancing the dilator, it is routine to troubleshoot. This may require exchange of the device over a guide wire; however, this can be performed with minimal delay in treatment and little risk to the patient. Per the instructions for use (IFU) and the patient screening manual, the dilator kit is contraindicated for tortuous or calcified vessels that would prevent safe entry of a dilator. Additionally the patient screening manual instructs the operator on proper peripheral vessel assessment, taking into consideration calcification, tortuosity, and minimum vessel diameter. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. In this case, the patient's vessel calcification and tortuosity were described as mild; vessel size was 6.4 mm at (right) and 6.7 mm at (left). The minimum vessel diameter for a 23fr novaflex sheath is 6.0 mm. It is possible that calcification or tortuosity not appreciable on imaging and /or procedural factors could have contributed to the reported event. No further actions are possible at this time.

Manufacturer narrative:
The novaflex introducer sheath set is not sold or marketed in the us; however it is deemed similar to the retroflex 3 introducer sheath set. Similar device reporting under 21cfr part 803 only requires reporting of device malfunctions and serious injuries related to device malfunctions. In this case, there is no indication a serious injury occurred as a result of the device malfunction. However the sheath tip tear occurred while the device was inside of the patient. Investigation of this event is ongoing.